Event description:
The customer reported to olympus that the evis exera iii colonovideoscope scope would not insufflate (no air/water flow). The event occurred during a colonoscopy diagnostic procedure. There was no delay, and the procedure was completed with a similar device. There was no patient harm associated with the event.

Manufacturer narrative:
This report is being re-submitted and is the same event as the one reported under manufacturer report number 9610595 - 2023 - 10307. While 9610595 - 2023 - 10307 was submitted and noted to pass on july 19, 2023 (batch ID: 9610595-20230719173432), a resubmission is required, and this current manufacturer report will house all of the relevant information for this event. The device was returned and evaluated, and the customer¿s allegation was confirmed due to the nozzle being clogged. In addition to foreign material in the nozzle, additional findings are as follows: the caution, aux, and scope connector labels were all peeling; there was an air/water channel leak; white dot not seen on the orange cone; the borescope had minor scratches; the control knob had a clicking sound; the control knob had right/left and up/down play; the distal end plastic cover had dents and scratches; the objective lens and light guide lens had peeling glue; the bending section cover glue had a crack on both sides; the insertion tube had minor scratches not catching cotton; the grip and s-cover were dry and the suction cylinder was missing red paint; and the light guide tube had minor scratches. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, the event most likely occurred due to reprocessing could not be conducted properly due to leakage from air/water channel. Olympus will continue to monitor field performance for this device.